Event description:
While the unit was in use on a patient that was being transported within the hospital facility, the pump would shut down when moved. The pt was switched to another unit and therapy was continued. No pt injury was reported.